Event description:
It was reported that during a low anterior resection procedure, first, the instrument loaded with a blue reload and was fired on the oral side of the colon at the first firing. Second, the instrument loaded with gold reload was fired on the rectum and the end-to-end anastomosis was performed with double stapling technique. The second and the third firing were completed without any problem. At the first stroke of the 4th firing, an abnormal sound was heard. The doctor continued the firing and there were no difficulties in grasping the trigger at the second stroke, but the force of firing the trigger was higher at the 3rd stroke and the instrument was locked out. As the manual knife reverse switch was pushed, the direction of the knife became return mode, but the firing trigger could not be grasped and the knife did not return to the home position. The firing trigger was grasped forcibly, but the jaws did not open. Finally, the anus side of the target tissue on which the instrument was clamping was cut with scissors to remove the device from the patient. Next, the anus side of the cutting edge was blind stitched and an anvil of circular stapler was inserted into the rectum, then the side to end anastomosis was performed by baker procedure. Reconstruction method was changed from dst to baker due to this event, but the whole procedure method was not changed at all. In addition, no artificial anus was created for the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anvil. The analysis results found that one ec60a device was returned closed, with the anvil bent upwards and the anvil pockets damaged. A thick piece of tissue was returned inside the jaws. A reverse stroke applying high force to the firing trigger was performed to open the device. The device was loaded with a partially fired cartridge reload. Due to the condition of the anvil, no additional functional test was performed. The damage is consistent with clamping the device over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. In addition, the knife was found to be nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction are included with the tissue inside the jaws, and the tissue to be stapled is within the correct thickness for the reload. It should be noted that in order to open a device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.